Event description:
It was reported resistance occurred. Upon completion of arthrectomy, the physician was rexing the device out. There was a loss of rotation and inability to advance the non-(B)(6) scientific wire or remove device. Wire and device pulled out as a unit, and a new wire was opened to re-cross treated area to proceed with intervention. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).